Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was achieved using a proglide device after an unspecified procedure. Reportedly, three years after the closure procedure, the patient felt a bump at the site of the arteriotomy. The patient scratched the bump and a piece of suture material came out. There was a small amount of bleeding where the suture was removed from the skin. The patient stated that there were no problems after the closure procedure three years ago and hemostasis was achieved. There was no reported adverse patient sequela. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of occurrence, exact date was not provided by the patient.